Event description:
Customer reported having calibration errors and hospitalized for low blood glucose. The blood glucose reading was 16 mg/dl at the time of hospitalization. The customer mentioned that he passed out. Currently customer was not wearing the sensor because he has not ordered his supplies. Customer believes the low incident was not caused by the device, but it has been his fault for not paying attention to the alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.